Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that lead safety switch (lss) from a bipolar to a unipolar sensing configuration occurred on the pacemaker due to high, out-of-range pace impedance measurements of 2955 ohms on the non-boston scientific right atrial (ra) lead. There were also inappropriate atrial tachy response (atr) episodes due to oversensing of r or t-waves on the atrial electrogram (egm) along with some noise. The pacemaker and non-boston scientific leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that lead safety switch (lss) from a bipolar to a unipolar sensing configuration occurred on the pacemaker due to high, out-of-range pace impedance measurements of 2955 ohms on the non-boston scientific right atrial (ra) lead. There were also inappropriate atrial tachy response (atr) episodes due to oversensing of r or t-waves on the atrial electrogram (egm) along with some noise. The pacemaker and non-boston scientific leads remain in service. No adverse patient effects were reported.